Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): battery was damaged during the analysis process. Battery analysis was inconclusive.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device reached its elective replacement indicator sooner than warranty period. The device was removed and replaced. No patient complications reported as a result of this event.

Event description:
Asku